Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure within the iesu.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical service engineer (tse) that the erbe was showing error c-37 as soon as it powered on, making it impossible to change any settings or information on the screen. They swapped power outlet, mono and bipolar cables, and instruments, but the issue persisted. The customer used a third party backup ft10 generator. The procedure was completed with no reported injury.